Manufacturer narrative:
Additional information: conclusion and root cause determination the device was not sent to the karl storz assessment and repair department for inspection. The error description provided by the customer, "crystal fracture and blurred image", could not be confirmed. A precise analysis of the cause cannot be carried out because the optic mentioned is not available to us for closer examination. Based on the customer's information, one possible cause could be mechanical damage (broken rod lens). A break in the rod lenses can be caused, for example, by mechanical stress (impact, shock, or excessive bending of the shaft). If the item is still made available to us, the report will be reopened, and a cause analysis will be carried out. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the uterine office hysteroscope model 26120ba performs poorly when in use. The hysteroscope has crystal fracture and blurred image". No negative impact in state of health reported.